Event description:
Pt who has defibrillator (aicd) received inappropiate shocks. The physician performed an invasive proedue to access the system and elected to removed both same model leads from service. The aicd remains implanted and functions appropiately. Implanted-7/19/92. Removed from service-approx. 5/27/94. Total implant time-22 mo.